Manufacturer narrative:
Other text: b5: additional information received and attached by ICU medical on (B)(6) 2022. All issues with the listed pumps were found during testing in our facility. No patient involvement was relayed to me or our staff at this time. H6: event problem and evaluation codes: updated after device evaluation.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited low speaker volume.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing sticker seal. During functional check, the reported problem was duplicated. Found low a piezo volume. Recommend both front and rear a piezo to be replaced. However, the root cause of the reported issue is low volume. Both beepers were replaced.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing sticker seal. During functional check, the reported problem was duplicated. Found low a piezo volume. Recommend both front and rear a piezo to be replaced. However, the root cause of the reported issue is low volume. Both beepers were replaced.